Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387, lot# l65832, implanted: (B)(6) 1999, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 3387, lot# l66300, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
It was reported the patient had a laser procedure to treat a kidney stone the month prior to report and they inquired if it was possible for the laser to affect the implantable neurostimulator (ins). The programmer showed the ins as ¿on and ok.¿ they didn¿t recover as well from the procedure and they ¿had a bout with being septic.¿ the patient had a history of sepsis after the kidney stones and they were unsure if the ins device had anything to do with the patient¿s current symptoms. Their oxygen level was normally in the 88-90 range but since the surgery their oxygen level was in the low 80¿s and it would worsen down into the 50¿s. The patient was on oxygen indefinitely. There hadn¿t been a medication change that would correlate to the symptoms.